Event description:
The user facility reported that after they inserted the first part of the angio-seal device on the guidewire (gw), the physician retrieved the guidewire (gw) however, they could not find a "cork" as it was missing. There was no harm to the patient. Additional information was received on 25 may 2022: the previously mention "cork" is in fact the anchor of the angio-seal device, so the anchor was missing.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Address: requested, not provided. Telephone number: requested, not provided. Health proffessional: requested, not provided. Occupation: requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).